Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the emer2 was not communicating and all the drawers were failed. The field service engineer inspected that the ethernet patch cable was plugged into the wrong port on the machine. Plugged the cable on to the correct port and also perfomed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system device was not communicating and also the drawer failed to work. The customer reported that the user switched out network cable and rebooted, bu the issue wast still persisting. The customer stated that the user was unable to remove/issue medication to the patient and this malfunction caused a delay to patient workflow. There were no adverse events or injuries reported based on this incident.